Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2008; 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that during a routine implantable pulse generator (ipg)exchange the right ventricular (rv) lead experienced high thresholds prior to the beginning of the procedure. During the procedure the lead was tested with the analyzer and the threshold was normal. The physician felt the screw did not "have the same feeling when he used the wrench kit to loosen it up." The implantable pulse generator (ipg) was exchanged and the rv lead was connected showing a normal threshold value. The rv lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.